Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "it had been complained by doctor doing intubation that the cuff leaks shortly after the cuff was inflated. The pilot balloon become deflated once the syringe was removed. This create the hazard of reintubation in patient." No injury of harm to patient.